Event description:
This case was reported via regulatory authority (B)(4) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pelvic pain") and adenomyosis ("adenomyosis") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Previously administered products included pill with an associated reaction of drug intolerance and iud with an associated reaction of device intolerance. On (B)(6) 2013, the patient started essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), adenomyosis (seriousness criterion medically significant), menorrhagia ("haemorrhagic periods could last 30 days and require 20 changes a day"), abdominal pain ("contractions as strong as when I gave birth that could last 5 or 6 days"), myalgia ("cramp-like muscle pain"), paraesthesia ("pins and needles in the arms and legs"), muscular weakness ("feeling of weakness in legs"), dizziness ("dizzy spells") and vision blurred ("blurred vision"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017) and surgery (novasure endometrial ablation). Essure was withdrawn. At the time of the report, the pelvic pain, adenomyosis, menorrhagia, abdominal pain, myalgia, paraesthesia, muscular weakness, dizziness and vision blurred outcome was unknown. The reporter provided no causality assessment for pelvic pain, adenomyosis, menorrhagia, abdominal pain, myalgia, paraesthesia, muscular weakness, dizziness and vision blurred with essure. The reporter commented: less than one month after placement, she had experienced those symptoms. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced stabbing pelvic pain and adenomyosis. A bilateral salpingectomy and novasure endometrial ablation were performed. The event stabbing pelvic pain is regarded as anticipated according to the reference safety information for essure. Adenomyosis is unanticipated. Pelvic pain may occur with essure therapy. In this case, consumer experienced pelvic pain less than one month after placement. Based on a compatible temporal relationship, its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the other event, considering its nature and given essure's local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident because surgical intervention was performed. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.

Manufacturer narrative:
This case was reported via (B)(6) in (B)(6) (reference number: (B)(4)) on 24-mar-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("stabbing pelvic pain") and adenomyosis ("adenomyosis") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. Previously administered products included for an unreported indication: iud and pill. Past adverse reactions to the above products included device intolerance with iud; and drug intolerance with pill. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), menorrhagia ("haemorrhagic periods could last 30 days and require 20 changes a day"), abdominal pain ("contractions as strong as when I gave birth that could last 5 or 6 days"), myalgia ("cramp-like muscle pain"), paraesthesia ("pins and needles in the arms and legs"), muscular weakness ("feeling of weakness in legs"), dizziness ("dizzy spells") and vision blurred ("blurred vision"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017) and surgery (novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adenomyosis, menorrhagia, abdominal pain, myalgia, paraesthesia, muscular weakness, dizziness and vision blurred outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, dizziness, menorrhagia, muscular weakness, myalgia, paraesthesia, pelvic pain and vision blurred with essure. The reporter commented: less than one month after placement, she had experienced those symptoms. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 30_may_2017 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed 2786 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-may-2017: quality safety evaluation of ptc. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.